Event description:
During a follow-up, the ICD unit involved in this MDR report could not be interrogated. In addition, no magnet response was observed.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. No information about the status of this ICD was received by the manufacturer; as of today, no evidence of the report event was provided. Therefore, analysis is pending.